Event description:
It was reported that during the left superficial femoral artery pta/stent treatment procedure, removal difficulties were encountered. Resistance was encountered while removing the biliary wallstent delivery catheter over the guidewire. Excessive force was applied and the device was successfully removed. No pt injuries or complications were reported. The pt's condition was reported as 'fine'.